Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was noted to be under delivering. No adverse effects were reported.